Manufacturer narrative:
Continuation of d10: product ID ab35w07060135 (c105375); product type; implant date n/a. Explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the evercross 035 balloon, a patient with a severely calcified lesion in the common iliac artery (right and left, proximal and mid segments) experienced balloon burst on first inflation at or below the rated burst pressure. A 6x11cm non-medtronic sheath was used. A non-medtronic inflation device was used with 50/50 contrast. The balloon burst occurred with two separate evercross 035 devices. There was no injury to the patient associated with the balloon burst, and the devices were safely removed from the patient after each event. The procedure was completed using a new 7x60 evercross device. No patient complications have been reported as a result of this event.